Event description:
It was reported that the atrial lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 7120 competitor implantable pacing lead (B)(6) 2010. (B)(4).